Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the continuous glucose monitor graph was missing from the pump display. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.